Event description:
It was reported a 71 yo female patient who had a left tsa, underwent a revision procedure. The patient was revised for instability. Their stem subsided after a fracture. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices were kept by the hospital. No device images were provided. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
D10: (B)(6) 315-35-00 - glnd kwire. (B)(6) 315-35-00 - glnd kwire. (B)(6) 320-01-36 - 36mm glenosphere. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-04 - rs glenoid plate r post aug, 8 deg, right. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-36-00 - 145-deg pe 36mm hum liner +0. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.